Manufacturer narrative:
E1: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the drain port of the 5l drain bag of a prismaflex st100 set during continuous renal replacement therapy. The port was observed ¿broken¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.